Manufacturer narrative:
(B)(4). On a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the system error 2240 alarm was use error as the patient improperly disconnected and reconnected. Per baxter labeling, the user is instructed on how to properly temporarily disconnect from the homechoice. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) that occurred on the homechoice (hc) during drain 3 of 4. The home patient (hp) cycled the power off and on and the hc then alarmed system error 2367. The hp cycled the power again and the alarms did not repeat. The hc was at "press go to start." The patient was connected at the time of the alarm. The patient line had been properly primed. Patient extensions were in use and had been attached prior to prime. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The patient had disconnected prior to the alarm without using proper procedures. The patient had reconnected. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.